Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03005601. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6). [Signature illegible]. Emergency room visit [handwritten]. Abdominal pain. Exam: reducible umbilical hernia. Impression/plan: abdominal pain, possible abdominal wall cellulitis. Nonincarcerated hernia. Follow up with surgeon. (B)(6) 2004: (B)(6). (B)(6), md. Radiology ¿ x-ray abdomen. Indication: abdominal pain. Impression: no evidence of acute abdominal pathology. (B)(6) 2004: (B)(6). (B)(6), md. Consultation. Consult regarding umbilical hernia. State he has had pain and swelling in the area of the umbilicus for a few weeks. Worse when up on his feet for extended period of time or participating in heavy activity or lifting. Social history: smokes a pack of cigarettes every 2 weeks. Impression/plan: umbilical hernia. Needs repair. (B)(6) 2004: (B)(6). [Signature illegible]. Brief op note [handwritten]. Preoperative diagnosis: [illegible] hernia. Postoperative diagnosis: incarcerated umbilical hernia. Operative procedure: incarcerated umbilical hernia repair. Complications: none. Status of patient: stable. (B)(6) 2004: [missing records: records for ¿incarcerated umbilical hernia repair¿ were not provided.] (B)(6) 2004: (B)(6). (B)(6) md. History and physical. Approximately 3 ½ months status post umbilical hernia repair for incarcerated umbilical hernia. Had been doing well until last week, noted his umbilicus pouching out and some discoloration in that area. Was painful. He is not sure about any heavy lifting that may have had preceded this change. Impression/plan: recurrent umbilical hernia or ventral hernia. Laparoscopic ventral hernia repair. (B)(6) 2004: (B)(6) 2004. [Signature illegible]. Anesthesia record. Weight 325 lbs. Morbid obesity. Asa 2. (B)(6) 2004: (B)(6) . (B)(6) md. Operative report. Assistant: (B)(6) rn, cfa. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: laparoscopic repair of recurrent ventral hernia. Anesthesia: general endotracheal. Indications: see history and physical. Blood loss: 100 ml. Fluid: crystalloid. Drains: none. Complications: none. Detail of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed on the operating room table in supine position. General endotracheal anesthesia was then induced by the anesthesiologist. The skin of the abdomen was sterilely prepped with betadine, and draped in the usual fashion. A 2 cm transverse skin incision was made on the left anterior axillary line location of mid abdomen. This was carried through subcutaneous tissues with metzenbaum scissors. The fascia was identified and entered sharply using the scalpel. The peritoneum was entered using metzenbaum scissors and a 10 mm trocar was placed into the abdomen. The abdomen was insufflated to a pressure of 15 mmhg using carbon dioxide. Two 5 mm trocars were placed above and below the 10 mm trocar in lateral positions on the left side of the abdomen. The patient had a ventral hernia just below the umbilicus and there was some fat that was adherent to the hernia sac. The attachments were taken down with the harmonic scalpel without difficulty. Once this was completed the hernia defect was mapped out using a spinal needle and was found to be about 2 ½ cm x 3 ½ cm in dimension with the long axis being transverse. The 10 cm x 15 cm ¿duomesh¿ was brought onto the field and vortex sutures placed along the corners. Next, a 5 mm trocar was placed along the right lateral abdomen to facilitate pulling the mesh into the abdomen through the 10 mm trocar site. The mesh was then passed through the 10 mm site into the abdomen and unfurled inside the abdomen without difficulty. Using small stab incisions, the vortex sutures were brought out through the fascia using the suture passer device at each of the corners of the mesh. The mesh was then pulled up and all of the vortex sutures tired. At this point the helical tacker device was used to tack all of the edges of the mesh up to the peritoneum without difficulty. There was no sign of any significant wrinkles in the mesh and it was lying in place without tension. Next, the lateral trocar on the right was removed and there was some oozing from this site, so the fascia closure device was used to pass a 0 vicryl suture across this incision to stop the bleeding. A 14-french suction catheter was introduced into the abdomen and the blood was suctioned out of the abdomen. There was no sign of any further bleeding. All other trocars were removed and fascia was closed at the 10 mm trocar using 0 vicryl suture via the fascia closure device. The carbon dioxide was allowed to escape from the abdomen. The fascial suture was tied at the 10 mm trocar site. The wounds were irrigated with normal saline. The skin was closed in all locations using 4-0 vicryl. Sterile dressing consisting of benzoin, steri-strips, and band-aids was then placed. The patient tolerated the procedure well. There were no complications. He was awakened from general anesthesia, extubated, and taken to the post anesthesia care unit in stable condition. All sponge, needle, and instrument counts were correct at the end of the case.¿ product identification records for the alleged gore device were not provided. (B)(6) 2004: (B)(6). [Signature illegible]. Discharge instructions. Follow up with dr. Mattison in 2 weeks. No heavy lifting. May remove band aids and shower in am, no tub baths. Avoid strenuous exercises, no lifting, straining, pushing, pulling. (B)(6) 2008: (B)(6). (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: anterior abdominal wall mesh with marginal hernias. Soft tissue stranding within the hernia and in the greater omentum could indicate strangulation of omental contents. (B)(6) 2008: (B)(6). (B)(6), md. Office notes. Referred from ER, complaining of a tender abdominal wall bulge. Bulge has 2 separate umbilical hernia repairs in the past. Several months ago, noted a recurrent bulge superior to umbilicus. Has been slowly increasing in size. Last 2 weeks, started to cause some discomfort, and over the last day discomfort has become continuous. Mild nausea and vomiting. Review of systems: decrease in appetite, increase in heartburn and indigestion, mild nausea and vomiting, loose stools which is a change in bowel habits. Exam: 20 x 20 cm mass superior and right lateral to his umbilicus which is tender, and currently nonreducible. Impression/plan: recurrent ventral incisional hernia. Repair in operating room with component separation. Due to the patient has now failed 2 traditional repairs with mesh, I now recommended a component separation. (B)(6) 2008: (B)(6). Pre-op assessment. Asa 3. Weight 337 lbs. (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incarcerated, symptomatic, recurrent, ventral, incisional hernia. Postoperative diagnosis: incarcerated, symptomatic, recurrent, ventral, incisional hernia. Procedure: repair of incarcerated, recurrent, ventral, incisional hernia by component separation. Assistant: frances grier, rn, cfa. Anesthesia: general endotracheal. Asa level was iii. Estimated blood loss: 100 ml. Specimen: hernia sac. Drains: a foley catheter and 2 separate jackson-pratt drains under the skin flaps. Complications: none. Findings: a 4 cm located superior and right lateral to the umbilicus, located on the edge of the prior mesh, that end in place, which was located mostly inferior and left lateral to the umbilicus. Incarcerated omental fat within the hernia defect. Multiple smaller hernia defects surrounding the larger hernia defect with incarcerated omental fat. A hernia defect 6 cm in size and round after all small hernia defects were removed by debriding the fascia. Procedure: ¿the patient was properly identified as jerry lyons, taken to the operating room and prepared under general anesthesia. His anterior abdominal wall was sterilely prepped and draped in the usual fashion. A midline incision was created. It started just above the umbilicus and was extended to just below the umbilicus, the subcutaneous tissues were dissected until the hernia sac was identified. The hernia sac was then opened. It was noted to contain incarcerated omental fat. The hernia sac was then transected down to its base. The incarcerated omental fat was then carefully released using electrocautery. The hernia defect was then opened slightly inferiorly and slightly superiorly. At this point, it was noted that there were multiple other small defects surrounding this defect that contained incarcerated omental fat. These were all carefully taken down until the omentum was completely freed. The patient¿s mesh was inferior and left lateral to this area. The edge of the mesh was clearly visible. It was gore-tex dualmesh. It was also mounted with protack staples, several of which had become dislodged from the fascia. At this point, the omentum which was adherent to the mesh was carefully taken down with a combination of blunt and sharp dissection. Once the adhesions to the anterior abdominal wall had been completely freed, the omentum was visualized. It was noted that there were several bleeding areas. These were removed by ligating and dividing the omentum. Once this was done, there was no further bleeding noted. At this point, the fascial edges were transected to remove all of the smaller hernia defects that were found earlier. Once all the fascia had been completely removed, there was a 6 cm defect which was circular. At this point, I palpated, from the intraabdominal position, the edge of his rectus abdominis muscle. Skin flaps were raised circumferentially, external to the anterior rectus sheath. Once this was completed, the edge of the rectus was again palpated. Two centimeters lateral to this, an incision was created in the fascia or the external oblique aponeurosis. Once this was divided, the external oblique muscle was divided. This allowed the fascia to pull easily to the midline. This was completed both left and right lateral. Once this was completed, the mesh met easily in the midline without any tension. The mesh was then closed in the midline using 0 prolene sutures. This was a running suture with several interrupted sutures, as well. Once this was completed, a portion of bio-a mesh was obtained. This was then placed as an onlay patch. This was secured in place with a running 0 prolene suture. Once this was completed, the entire area was irrigated. It was noted that good hemostasis had been achieved. Then, 20-french blake drains were obtained. They were passed through stab wounds in both the right and left lower quadrant and placed under the skin flaps. They were secured to the skin with 3-0 nylon. The fat in the midline was then closed and secured down to the mesh with interrupted 2-0 vicryl sutures. The remainder of the fat was closed in 2 layers with interrupted 2-0 vicryl. The skin was then closed with staples. The wound was dressed with sterile gauze and tape. The patient tolerated this entire procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2008: (B)(6) [assigned]. Progress note. Implant sticker. Gore bioa tissue reinforcement. Ref catalogue number: fs0915. Lot batch code: 05770330. W.l. Gore & associates. [Handwritten]: abdomen. (B)(6) 2008: (B)(6). Implant record. Implant: fore nissen tiss rein fs0915. Gore bioa tissue. Qty: 1. Manufacturer: gore. Lot number: 05770330. Catalog number: fs0915. Site: abd. Exp date: 01/30/11. The records confirm a gore® bio-a® tissue reinforcement (fs0915/05770330) was implanted during the procedure. (B)(6) 2008 [assigned]: (B)(6). (B)(6). Pathology report. Tissues: hernia. Preop diagnosis: ventral hernia. Final diagnosis: ¿ventral hernia sac¿. Hernia sac. (B)(6) 2008 : (B)(6). (B)(6), md. Discharge summary. Principal diagnosis: recurrent incarcerated ventral incisional hernia. Discharged home in stable condition, follow up with dr. (B)(6) in 1 week. Hospital stay: presented to our office secondary to painful incarcerated ventral incisional hernia. Taken to or for repair. Postoperatively had jp placed bilaterally under skin flaps. These drained very little and were removed prior to discharge. Was asked not to drive or lift more than 10 lbs. (B)(6) 2008: (B)(6). (B)(6), md. Radiology ¿ abdominal series. Indications: constipation, status post ventral hernia repair. Impression: mild distention of large bowel most likely due to diffuse mild ileus. (B)(6) 2008: (B)(6). [Signature illegible]. Discharge instructions. Avoid lifting heavy objects. Avoid strenuous exercise. No lifting, straining, pushing, pulling. No lifting anything heavier than 10 pounds until your doctor says its ok. Follow up with dr. (B)(6)taylor. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was "revised but not removed." It was reported the patient alleges the following injuries: "device came loose and not adhered, resulted in a 6 cm defect, detachment allowed omentum to herniate over the mesh and become trapped." Additional event specific information was not provided.